Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to clinic with post-paced t-wave over-sensing with inhibition on their implantable cardioverter defibrillator. The patient's healthcare provider made programming changes to the sensitivity settings to address the issue. Patient condition was stable after the event.